Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Technical support in conjunction with the customer performed further troubleshooting to isolate the issue. At this time, vyaire has not received the suspect device for evaluation.

Event description:
The customer reported while using the vela ventilator; the device suddenly starts to decrease the pressure and the turbine starts to vibrate. The customer reported performing calibrations of the transducers but the issue went unresolved. The customer reported the ventilators are almost new, filters and batteries are in perfect condition. The customer reported when connected to the ac line, they cycled the device for a few minutes and it begin to generate vibrations in the turbine and in the exhalation valve and the pressure declines. The customer reported there is no patient involvement associated with the event.